Event description:
During a ptca treatment procedure, balloon deflation difficulties were encountered. The maverick2 monorail 20/4.0 mm balloon required more than 30 seconds for both the initial and second deflations. The physician had difficulty inflating the balloon, but it did eventually inflate on the first attempt. (The number of atms reached on the initial inflation is unknown). The lesion being treated was a 90% stenotic, de novo lesion in the proximal to mid right coronary artery (rca). The lesion had not been predilated. The physician used a rinato guide wire and a 6f camino ss guide catheter to cross the lesion. The maverick2 monorail balloon was introduced and removed from the guide catheter 3 times. The physician had difficulty deflating the balloon, but was successful in partially deflating it prior to its removal. The total inflation time is unknown, but the patient was asymptomatic during this event. The maverick2 monorail balloon was removed and replaced with a duraflex balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good.'